Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported to boston scientific corporation that an rx locking device and biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, while passing a device through the biopsy cap of the rx locking device and biopsy cap, the sponge was pushed out of the biopsy cap and became lodged within the scope channel. The foam sponge blocked another device from advancing through the scope. Attempts to remove the sponge from the scope were unsuccessful. The procedure was completed with another rx locking device and biopsy cap and another scope. There were no patient complications reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.